Event description:
It was reported by service report that the fowler was not holding in position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result - fowler clutch.